Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. The vessel tortuosity was severe with slight calcification. It was reported that the aortic neck was 2cm and was shaped like an "hourglass." When the physician was positioning the bifurcated stent graft the graft slipped down and an aortic cuff was added. The physician was unable to cannulate the contralateral gate due to the small 15mm diameter aortic bifurcation. The decision was made to convert the graft to an aorto-uni-iliac device and a femoral-femoral bypass was performed. No clinical sequelae were reported, a the pt is reported to be fine.